Event description:
Patient had port a catheter placed at this facility and returned six months later due to nonfunctioning catheter. Upon removal, it was noted the port tubing had broken completely apart and the detached portion had migrated to the patient's heart. The remaining portion of the tubing was removed successfully in tact. There was no patient injury.